Event description:
It was reported that the sponge was found to be sticking out of the minicap. This was found before use. There was no patient involvement, no injury or medical intervention indicated at the time of the report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted for lot number gm1312127 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Sample evaluation was performed and the minicap was found opened and the sponge was inside of foil pouch but out of the mini cap. The assignable cause was undetermined. A CAPA has been opened to investigate the reported problem. Should additional relevant information become available, a follow-up report will be submitted.